Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 6.9mmol/l. The customer stated that she has one crack on the right hand corner that goes into the lcd screen. The customer stated that the corner of the lcd screen is cracked. The customer reported also via phone call that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 6.9mmol/l. The customer was advised to clean battery cap with dry cotton swab. The customer was instructed to wait for 5 seconds before inserting a new battery. The customer was advised to monitor pump.